Event description:
It was reported the patient's blood glucose level (bg) rose to 16 mmol/l (288 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the cannula was found to be bent and dislodged. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.